Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
It was initially reported that the patient had high impedance. Review of x-rays by the physical showed that the lead pin was not fully inserted into the generator. X-rays were provided to the manufacturer and confirmed that the lead pin was not fully inserted. The patient had recently had the generator implanted. Surgery occurred and once the lead pin was re-inserted the high impedance resolved. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.